Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse replaced the solenoid driver board to fix the issue, and performed all functional and safety checks to meet factory specifications. The fse completed the pm with full calibration. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the solenoid board test point voltages of the cs300 intra-aortic balloon pump (iabp) were off. There was no patient involvement, and there was no adverse event reported.